Manufacturer narrative:
Pump was received with motor error alarm during rewind due to corroded motor home switch. Pump was unable to perform displacement test due to motor error alarm. Pump was received with scratched display window, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 312 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.